Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, the patient developed some bleeding; however, it did not result in any adverse effects and the device was successfully implanted. Several weeks later, it was noted that the pocket incision was not healing well. The patient has diabetes and it was suspected that was the reason for the healing difficulty. The wound was resutured and the patient was discharged with gauze still on the wound. The patient was seen again and it was noted that the wound had opened and there was inflammation. An infection was suspected and the device was explanted. No additional adverse patient effects were reported.